Event description:
Procedure type: laparoscopy. According to the reporter: the trocar broke during inserting. The surgeon had to look for the part that broke in the pt. It took the surgeon half an hour to find it. No pt injury was reported.

Manufacturer narrative:
(B)(4).